Event description:
It was reported that the pt had ventricular tachycardia followed by ICD implant in 2009. The pt had the first ablation procedure in 2007, during which a navistar thermocool catheter and a refstar external reference patch were used. The pt had a second ablation procedure in 2009; only st. Jude products were used during this ablation.

Manufacturer narrative:
The event occurred after the procedure. The device was not returned for eval.